Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was scheduled to be explanted on an unknown date in the future due to infection. Additionally, it was reported that the patient developed worsening heart failure and a lowered heart rate. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.